Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 16 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the mid-section of the stent were lifted from their crimped stent position. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts to cross the challenging tortuous anatomy and stenosed lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12nov2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25mm x 15mm, eccentric, de novo target lesion containing a >45 degree bend was located in the moderately tortuous and moderately calcified obtuse marginal artery. A 16 x 2.25 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.